Event description:
While provider was closing on a shoulder arthroscopy procedure, he heard a tone and checked the serfas energy wand stored in the plastic pocket of the drape. The device was found to be activated, smoking, and popping. No one was activating the device. The pt received no injury. The specific wand was a 90-s 3.5 mm ref. # (B)(4) the lot # 12081ae2. This was plugged into the stryker serfas power source ref. # (B)(4) sn # (B)(4).